Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our field service engineer investigated the device on site. No parts were replaced. The device logs were saved and sent for evaluation. Pictures showing the flow and pressure graphs were also saved and sent for evaluation. The received pictures show minor spikes on the flow graph, not pressure spikes on the pressure graph as reported initially. The pictures show that the minor spikes on the flow graph occurs in the beginning of the expiration phase of the breaths with the compliance compensation activated. Without the compliance compensation activated no spikes on the flow graph occurs. Evaluation of the received device logs shows no technical errors or deviation related to the reported issue. The investigation of this issue has concluded that this is a visual phenomenon of an artifact behavior occurring when the expiration pressure drops fast in the patient circuit. The phenomena are related to our internal measuring algorithms and compliance compensation factors used in the device. This is a visual artifact on the flow measuring graph shown on the user interface. There is no additional flow delivered in connection to the visual shown minor spikes on the flow graph.

Event description:
Importer ref. #: cc-cpl-2018-01958. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that pressure spikes were noted. There was no patient involvement. (B)(4).